Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited noise on the right ventricular (rv) channel. The noise was oversensed and resulted in an inappropriate shock. Review showed the noise had been occurring since march and there was one instance where pace impedances measured out of range at greater than 2500 ohms. Isometrics were performed and the noise could not be reproduced. The patient is not dependent, and didn't feel the inappropriate shock. The next day, the rv lead was surgically abandoned and the ICD was explanted. Both products were successfully replaced. No additional adverse patient effects were reported.